Event description:
It was reported that when loading the balloon catheter over the guide wire, outside the patient, the distal tip was broken. The balloon catheter was in two pieces. Reportedly, there was no patient injury.